Event description:
It was reported that a pump alarmed no disposable. She pressed stop but it continues to alarm. Reviewed settings, closed clamp and removed the cassette. Gently tapped cassette and massaged tubing to disperse air bubbles in the line. Replaced cassette and opened clamp. Started the pump- pump is running. No further questions at this time. No additional information available